Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that the patient faced an event of infusion set tubing detachment as the tubing detached from the quick release site. It was reported that the infusion set tubing came apart. Site of insertion was abdomen. In relation to the site, the pump was located on the same side as infusion set location. The infusion set was used for one day. There was no stress or pull reported on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).